Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker replacement, this right atrial (ra) lead broke. It was reported that the physician pulled on the lead when removing it from the header of the old device and the lead broke. A fracture was suspected, but not able to be confirmed as the lead was unable to be tested. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.